Event description:
The stent became dislodged from the balloon during delivery.

Manufacturer narrative:
We are awaiting additional details regarding the incident and will submit the follow-up report once the evaluation is completed.